Manufacturer narrative:
Additional information: d9 - device available to evaluation. Investigation results: there was no complaint sample provided for investigation. No investigation method could be applied, because: no sample available. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 1(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation, rationale, conclusion and root cause: due to a lack of data and without the product we cannot determine a definitive conclusion and root cause for the reported issue. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. A CAPA was initiated previously to review various failure patterns concerning the challenger system.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl574t - challenger ti-p sm-ligat. Clips 12 cartr. According to the complaint description, the clip magazine attached to the applier detached from the applier and fell out in the thoracic cavity. The dropped clip magazine was removed from the patient's body. Another newly installed clip magazine could be clipped without problems. An additional medical intervention was necessary. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 - product receipt date. H3 - yes, evaluated. H6 - codes updated. Investigation results: visual inspection: clip cassette revealed that four clips are remaining. No clip jam or deformation on the slider sheet was noted. No mechanical damages were noted. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(2) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above-mentioned investigation results, a definitive root cause cannot be established. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.